Event description:
The customer reported a power supply problem. The fse confirmed that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The number 01 pin in the lemo connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.